Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. The pump was unable to perform the displacement test due to no button response. The pump was received with broken reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 124 mg/dl. The customer stated that he was changing out his set for the low reservoir alarm and nothing happened. The customer was not able to clear his low reservoir alert. The customer could not recall any significant events leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.